Event description:
It was reported that the customer had a compromised force sensor system alarm. Customer stated that the insulin was squirting out during manual prime. Customer was disconnected during prime. Pump was not dropped or bumped. Customer stated that there was no water contact with the pump and the drive support cap was not damaged or pressed while the customer was connected. The customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.